Manufacturer narrative:
Analysis of the lead (model #: 3998, lot #: la4010) found no significant anomaly. The lead was returned in three segments (two proximal legs and medial, including the portion of the molded distal paddle). The proximal end of the conductor (circuit #0) was broken due to overstress and/or damage 1.6 centimeters from the proximal end. The conductors were stretched. The insulation was cut through and separated at the butt joint, pulled out of the molded rubber. No shorts between circuits were detected. Analysis of the first extension (model #: 748966, serial #: (B)(4)) found no significant anomaly. The extension body was cut through and returned in two segments. No shorts between circuits were detected. Good, stable output was measured on all electrode pairs. Analysis of the second extension (model #: 748966, serial #: (B)(4)) found no significant anomaly. The extension body was cut through and returned in two segments. No shorts between circuits were detected. Good, stable output was measured on all electrode pairs. It was noted that the circuit #0 conductor wire was broken at the connector sleeve. Analysis of the implantable neurostimulator (ins, model #: 7479, serial #: (B)(4)) found no significant anomaly. The battery was not in a new condition, and was low and/or in an end-of-life condition. Good, stable output was measured on all electrode pairs.

Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2003 (B)(6), explanted: product type: extension, product ID 748966, serial# (B)(4), implanted: 2003 (B)(6), explanted: product type: extension, product ID 3998, lot# la4010, implanted: 2003 (B)(6), explanted: product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient experienced redness around the implantable neurostimulator (ins) site of unclear origin. It appeared to be allergic, but they were still following the patient. The patient outcome was no injury and it was an ongoing issue. Additional information received reported that the device was explanted for a suspected long-standing infection at the ins site. Part of the explanted lead was sent for culture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.